Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained in the right common femoral artery (cfa) via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the device was deployed, during the swell time step, the physician noticed that there was an "active superficial bleed." The physician deflated the balloon and removed the device. Then, the scrub tech held manual compression at the access site for 15 minutes, at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the shuttle. The sealant and advancer tube were not returned. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The device was visually inspected. No anomalies were found. The review of the lhr (lot f1307801) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided, the condition of the returned device, and the investigation performed, the reported event could not be confirmed and the root cause could not be determined.